Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event and the patient information. Investigation of returned device revealed that the guidewire was broken apart at the shaft proximal to the proximal end of distal coil section. Observation by scanning electron microscope revealed the trace that the shaft was broken apart after suffering the repeated bending force . Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other incident information was reported for this lot products. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency. Based on the obtained information and the outcomes of the investigation of device, it is inferred that the shaft of the guidewire was repeatedly exposed to bending force during use in antegrade manner, retrograde manner through tortuous artery for the attempt to cross the target lesion, bending force was accumulated to the guidewire, which was broken apart when the accumulated force reached and exceeded the product design limit. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this device in the blood vessel or removing it, do not torque and/or pull the device itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Never push, auger, withdraw, or torque a guide wire that meets resistance. And, as possible complications and adverse events; separation or breakage of the guide wire.

Event description:
Reportedly, to treat a moderately calcified lesion at lad #6, subject guidewire was advanced for lesion crossing in an antegrade approach manner, but failed. Physician then change to retrograde approach, advanced the subject guidewire from rca. The #1-#2 of rca was heavily tortuous and a stent had been implanted, guidewire was advanced to the target lesion through septal artery, again crossing failed. When physician removed the guidewire for wire exchange, breakage of the guidewire occurred. Snaring the broken distal fragment was attempted for retrieval, which again failed and the patient was sent to surgery. Fragment was retrieved out and CABG treatment was performed to the patient. Reportedly the patient is in a stable condition.